Event description:
It was reported that during cesarean the doctor was closing the facial layer when the doctor felt a pop and saw that the foley balloon had deflated with a tear in it. Stated that the patient required a cystoscopy in the operation room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that during cesarean the doctor was closing the facial layer when the doctor felt a pop and saw that the foley balloon had deflated with a tear in it. Stated that the patient required a cystoscopy in the operation room.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be short latex dwell time, latex dip speed out too slow causing thin sac and also contributed by user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.